Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 63 year old male admitted in with indication of acute myocardial infarction and cardiogenic shock. He had known diabetes but no other underlying medical history was shared. After being on the cp support for approximately 1 hour the team observed the pump to have low pump flows. The team did troubleshoot by infusing blood products to the patient but this did not resolve the flows, nor did repositioning the pump. The decision was made to remove the pump and instead add the circuit of extra-corporeal membrane oxygenation (ECMO) to support the patient. At the explant of the pump there was an observation made of biomaterial. Whether the patient was appropriately anticoagulated to reduce thrombosis was not shared. There were no details shared regarding what anticoagulation regimen was provided to the patient, though the activated clotting time (act) was between 160-180 seconds.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary thromboembolism/pdi: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow issue could not be determined without returned product investigation and sufficient clinical details, including data logs.